Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the connecting tube has coating peeling at (1mm2 or more). Based on the results of the investigation, it is most likely that the probable causes such as damage of parts due to wear/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the connecting tube has coating peeling at (1mm2 or more). There were no reports of patient involvement.